Event description:
Prior to a coronary drug eluting stenting treatment procedure stent damage was found. While the preparing the taxus express2 3.0 x 8 mm drug eluting stent, the strut was foudn to be flared. Another of the same device was used to successfully complete the procedure. There were no reported patient complications.